Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the central station began rebooting repeatedly. No pt injury was reported.

Manufacturer narrative:
The central was returned to the national repair center. The power supply was replaced, and software was reloaded. The central was tested to factory specifications and returned to the customer.